Manufacturer narrative:
Follow-up 23-nov-2015: the required number of follow-up attempts have been completed, without response to date. No new information was provided. Company causality comment: this is a non-medically confirmed spontaneous case report received via regulatory authority. It refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced severe bleeding / huge blood clots / blood loss for 14 months. A hysterectomy was performed and essure inserts were removed. This event, interpreted as genital bleeding, is listed in the reference safety information for essure. In this particular case, an unspecified time after essure insertion, the consumer experienced this bleeding for 14 months straight. She went to the physician multiple times and ended up putting a mirena ius to control this bleeding but it did not help. She underwent a hysterectomy which cured her bleeding. Considering the compatible temporal relationship, the lack of alternative explanation and the fact that it is known that essure use may cause abnormal genital bleeding, the bleeding is assessed as related to essure (not related to mirena, as it started before its insertion). This case was regarded as incident since a device removal was required. Based on the available information, there is no reason to suspect a quality deficit of the product. Further information could not be obtained despite follow-up attempts.

Manufacturer narrative:
Correction 11-mar-2016 following company internal coding review: the previous reported event put a mirena with essure in place was deleted. Follow-up information received on 19-oct-2016 from legal claim: this case is in litigation. In (B)(6) 2013 the patient had two essure coils implanted into her body. After this procedure the patient underwent hsg (hysterosalpingogram) procedure. After the implant procedure, the patient began to experience pelvic pains and increased bleeding during menstruation. These symptoms started out minor and gradually increased in intensity. On or about (B)(6) 2014, the patient underwent a laparoscopic hysterectomy and bilateral salpingectomy as a definitive solution to the problems that she had been experiencing. The pain and bleeding experienced is a direct and proximate result of the defendant failure to disseminate accurate information regarding their product. Company causality comment: this is a non-medically confirmed spontaneous case report received via regulatory authority. Upon receipt of follow-up information, this case became legal. It refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced severe bleeding / huge blood clots / blood loss (seen as genital bleeding) for 14 months and pelvic pains. A laparoscopic hysterectomy and bilateral salpingectomy was performed and essure inserts were removed. The events are considered anticipated in the reference safety information for essure. In this particular case, an unspecified time after essure insertion, the consumer experienced this bleeding for 14 months straight. She went to the physician multiple times and ended up putting a mirena ius to control this bleeding but it did not help. She experienced pelvic pains after the implant procedure. Considering the nature of the events and the lack of alternative explanation and the fact that it is known that essure use may cause abnormal genital bleeding and pelvic pain, the events are assessed as related to essure (not related to mirena, as it started before its insertion). This case was regarded as incident because surgical intervention was performed and device removal was required. Based on the available information, there is no reason to suspect a quality deficit of the product. Further information will be obtained through the litigation process.

Event description:
This is a spontaneous case report received from a female consumer of unspecified age via regulatory authority (case# mw5043918) in united states on 10-aug-2015 who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2013 for permanent birth control. She also had mirena inserted. When she had the essure procedure done, her doctor assured her this was a safe, easy, effective permanent birth control with no side effects. After her follow-up appointment to ensure that the tubes were fully blocked she was told it was safe to get off her birth control. On an unspecified date, she started suffering from severe bleeding and cramps for 14 months straight. She went back to her doctor multiple times, at one point they even put in a mirena iud to control the bleeding which did not help (the first 6 months she had to have an iud put in.) Along with the severe bleeding and cramps in that 14 months, she had huge blood clots, constant bloating and stomach pain, weight gain, depression and absolute loss of sexual drive which ruined her marriage. Finally after 14 months (on (B)(6) 2014) she went to a specialist and she was forced into a hysterectomy (and essure removal), which was the only cure for the bleeding. However a hysterectomy could not fix her depression, sex drive or her marriage. Follow-up information received on 20-aug-2015 - ptc investigation result: ptc global number: (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events considered related are known, possible, undesirable events and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for further technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this is a non-medically confirmed spontaneous case report received via regulatory authority. It refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced severe bleeding / huge blood clots / blood loss for 14 months. A hysterectomy was performed and essure inserts were removed. This event, interpreted as genital bleeding, is listed in the reference safety information for essure. In this particular case, an unspecified time after essure insertion, the consumer experienced this bleeding for 14 months straight. She went to the physician multiple times and ended up putting a mirena ius to control this bleeding but it did not help. She underwent a hysterectomy which cured her bleeding. Considering the compatible temporal relationship, the lack of alternative explanation and the fact that it is known that essure use may cause abnormal genital bleeding, the bleeding is assessed as related to essure (not related to mirena, as it started before its insertion). This case was regarded as incident since a device removal was required. Based on the available information, there is no reason to suspect a quality deficit of the product. Further information has been requested.